Event description:
It was reported that the catheter was "not patent, not working"; hence the entire system was replaced. A catheter dye study was performed that showed that the catheter was not in the intrathecal space. Drugs delivered via the device were morphine and marcaine. Patient sustained no injury and recovered without sequel.

Manufacturer narrative:
Catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012. Analysis of the pump revealed no anomaly, normal device function. Only sc assembly + pin connector + distal segment of the catheter was returned. Analysis of the same revealed indent down in the sc connector with occlusion. During internal decontamination connector appeared occluded. When a bleach solution from distal end of the segment was pushed a good flow was seen coming from the connector. It was believed this cored flap of silicone seen was acting as a "check valve" sealing over the lumen when connector was inserted. Leaking was also seen coming from the top of the connector during pressure testing and was also believed to be a product of the coring seen. It was believed the connector was not centered correctly when connected and that this offset facilitated coring and over time this coring slowly caused an occlusion.

Manufacturer narrative:
(B)(4).